Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zcb00, flipped in the left eye of a patient and had to be removed. No incision enlargement was conducted but an anterior vitrectomy was performed. Through follow up it was learned as the lens was being inserted, it unfolded and flipped in the eye. The contact states they do not believe there was any product issue. This was a same day surgery. The replacement lens was a non-amo iol. The lens was discarded. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.